Event description:
It has been reported that an abutment screw has fractured inside an implant. The abutment screw was removed successfully, the implant is still in the pt's mouth. Pt injury has not been reported.